Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Similar to device marketed under p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: on 13 october 2020 cook was made aware of an incident related to a male patient 37 years of age treated for an aortic thoracic aneurism. Date of event is reported to be (B)(6) 2020. The patient received two cook devices during a thoracic endovascular aortic repair procedure: zta-p-34-161, lot e3969116, wce ref: (B)(4). Zta-p-32-155, lot e3825123. At an unknown time after the procedure a CT-scanning was preformed an discovered a partial graft thrombosis which had led to embolization into the left popliteal artery. Consequently, a heparinization treatment was initiated. Patient outcome: according to the initial reporter, the patient did experience any adverse effects due to this occurrence. Embolization into the left popliteal artery.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a 37- year old male patient with aneurysm in the thoracic aorta underwent tevar, where a zta-p-32-155 and a zta-p-34-161 were implanted. At an unknown time after the procedure CT-scanning was performed and a partial thrombosis of the distal graft was discovered, which had led to embolization into the left popliteal artery. Consequently, a heparinization treatment was initiated. A postoperative CT study was provided and reviewed by an imaging expert. The reported embolization to the popliteal artery cannot be confirmed without distal runoff imaging and is based solely on the report. Per the findings of the imaging review the most proximal zta graft begins immediately distal to the lcca and the 2nd zta graft begins about 10 mm distal to this. The zta grafts cover the lsa origin and have 14 mm of proximal seal length. Furthermore, the imagining review states ` the zta grafts overlap for most of their length with the distal graft extending past the 1st graft by an additional stent segment. The maximum graft diameter within the taa sac is 32 x 30 mm at the mid segment. The graft diameter then abruptly narrows to 25 x 26 mm at the distal neck junction where it creates a step-off appearance between stent segments. The grafts have a long length of distal seal in the mid ta with a distal graft diameter of 25 mm. The native ta just past the endograft measures 24 mm in diameter. There is moderate partial thrombus within the grafts beginning at the graft caliber change at the distal neck junction. A tongue of thrombus continues from here and extends distally about 10 mm past the distal graft edge into the lumen of the native ta.¿ per the imaging review´s impression the significant stent´s caliber change creates a step-off appearance between stent segments resulting in non-laminar flow at this level. A smaller caliber of the distal graft or a tapered graft may have been better suited to avoid an abrupt caliber change from maximum graft diameter within the taa sac to the reduced diameter of the distal neck. Review of the device history record gave no indication of the devices being produced out of specifications. Per the instructions for use sent with both devices, oversizing of the stent grafts diameter may result in incomplete sealing or compromised flow. The instructions for use also states that thrombosis is a potential adverse event. Based on the provided information, an exact cause was not established, but incorrect sizing of the distal graft could possibly cause the reported event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.